Manufacturer narrative:
Philips service replaced the nehalem host pc biplane rev_iii no_hdd and the hard disk; the system was returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment reference: (B)(4).

Event description:
It was reported to philips that the table failed to start due to a faulty host pc on an allura xper fd10/10. The clinical use of the system was outside of use. There was no reported patient or user harm.